Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid left anterior descending artery. An unspecified whisper wire was attempted to advance to the lesion, but failed to cross due to the anatomy. Another unspecified wire was used and the lesion was pre-dilated with a 2.0x20mm non-abbott balloon dilatation catheter at 6 atmospheres (atm). Additional ballooning was performed when a perforation was noted. A 3.5x19mm rx graftmaster stent was advanced for treatment but failed to cross due to the anatomy. An unspecified 2.0 balloon was kept at the perforation at low pressure while a non-abbott balloon was inflated to 14 atmospheres and the perforation sealed. A 3.5x28mm xience sierra stent was implanted at the lesion at 11 atm. Per the physician, the unspecified whisper wire did not cause or contribute to the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid left anterior descending artery. An unspecified whisper wire was attempted to advance to the lesion, but failed to cross due to the anatomy. Another unspecified wire was used and the lesion was pre-dilated with a 2.0x20mm non-abbott balloon dilatation catheter at 6 atmospheres (atm). Additional ballooning was performed when a perforation was noted. A 3.5x19mm rx graftmaster stent was advanced for treatment but failed to cross due to the anatomy. An unspecified 2.0 balloon was kept at the perforation at low pressure while a non-abbott balloon was inflated to 14 atmospheres and the perforation sealed. A 3.5x28mm xience sierra stent was implanted at the lesion at 11 atm. Per the physician, the unspecified whisper wire did not cause or contribute to the perforation. There was no adverse patient sequela. No additional information was provided.